Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital and it was noted there was a missing pacing confirmed by electrocardiogram monitor. As the result of performing device check, oversensing due to presence of noise was confirmed. The electromagnetic interference (emi) was presumed as the cause of oversensing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.